Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (nurolon suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: acta neurochir. 2015; 157: 507¿511. Doi: 10.1007/s00701-014-2263-x. (B)(4).

Event description:
It was reported via journal article: title: "alloderm for duraplasty in chiari malformation: superior outcomes." Authors: christian a. Bowers & cameron brimley & chad cole & wayne gluf & richard h. Schmidt. Citation: acta neurochir. 2015; 157: 507¿511. Doi: 10.1007/s00701-014-2263-x . The authors reviewed their experience to compare the incidence of graft-related complications associated with using acellular human dermis allograft (alloderm) with those of duraguard, duragen, and durepair. A total of 119 patients (96 female and 23 male patients; age: 33.98 ± 11.6; bmi: 28.98 ± 6.80) underwent 128 chiari decompression procedures from january 1, 1997 through july 31, 2012. In all patients, dural suturing was done in a running fashion on each side with non-absorbable neurolon 4-0 sutures (ethicon) and waterlight dural closure was tested with a valsalva maneuver. In all patients, reported complication included graft failure leading to pseudomeningocele occurrence (n-15; alloderm: n-1; non-alloderm: n-14) which required re-operation, aseptic meningitis (n-3) which necessitates work-up with csf analysis by lumbar puncture and treatment with corticosteroids, and dural graft leak (n-3) which required rescue duraplasty. The use of the alloderm dural graft for duraplasty in chiari decompressions resulted in a significantly lower pseudomeningocele formation than the use of any other type of dural graft. There was no association between patient age, sex, extra weight, or smoking status and the need for re-operation.